Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid rca. It is reported that in the process of engaging the rca there was a significant linear dissection involving the ostium into the mid portion of the rca. A second endeavor sprint rx drug eluting stent was implanted in the rca to treat the dissection. Investigator indicated that event was not related to the study stent and probably related to the study procedure.